Event description:
A family member reported that the keypad buttons have been intermittently responsive for the past month to month and a half. She noted that the keypad button symbols are worn. She stated that the contrast button is flat and hard, and confirmed that the buttons still click and spring back. She stated that the patient wears the pump in a case on her belt, and denied cleaning the pump with anything.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. It was observed that none of the keypad buttons click or spring back normally when pressed. There was evidence of keypad adhesive found under all key contacts. There was a hole found in the bolus button cover, and the bolus button was observed to be difficult to press.